Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 37-year-old female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 4 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) right sided essure device found in the posterior cul-de-sac [device dislocation into abdominal cavity], uterine perforation [uterine perforation] , endometrial ablation performed concomitantly with the essure micro-insert implantation nos [medical device monitoring error] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("right sided essure device found in the posterior cul-de-sac") and uterine perforation ("uterine perforation") in a 33-year-old female patient who had essure inserted. Product or product use issues identified: medical device monitoring error ("endometrial ablation performed concomitantly with the essure micro-insert implantation nos" on (B)(6) 2017). The patient had a medical history of drug hypersensitivity, hydronephrosis, parity 3, multi gravida, low back pain, uterine prolapse, uterine cervix stenosis, metrorrhagia, pelvic pain female and menorrhagia. Previously administered products included: mirena. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2021, 1410 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. On unknown date she experienced uterine perforation (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, removal of foreign body, cystosco). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. The reporter commented: the left tubal ostia occluded in a similar fashion. 2coils out of the left ostia and about 2 from the right ostia previously reported essure insertion, removal date: (B)(6) 2017 and (B)(6) 2021 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: 1. Satisfactory coil position. 2. Satisfactory tubal occlusion. [Pathology test] on (B)(6) 2021: uterus, cervix, and bilateral fallopian tubes, total laparoscopic hysterectomy and bilateral salpingectomy: uterus (88 g): - inactive endometrium, negative for atypia or malignancy cervix: - no significant. Histopathologic changes, negative for dysplasia bilateral fallopian tubes: - no significant histopathologic. Changes - right intratubal contraceptive device (gross only) gross description: received in one part "uterus, cervix, bilateral fallopian tubes", the specimen consists of a uterus (88 grams, 8 x 5.5 x 4 cm) with attached cervix (4 x 3 x 3 cm) and attached bilateral fallopian tubes (right 6.5 x 0.5 cm. With intratubal contraceptive device: left 6 x 0.5 cm). The specimen is bivalved showing a hemorrhagic. Endometrial cavity (2 x 0.5 om) with unremarkable endometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received: event "endometrial ablation performed concomitantly with the essure micro-insert implantation", reporter, medical history, lab data including surgical pathology report added. Previously reported event ¿medical device removal¿ updated to ¿right sided essure device found in the posterior cul-de-sac¿. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.